Event description:
Caller states patient received the following results within 10 minutes on the inform system while using comfort curve test strips: 40 mg/dl and 439 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.